Manufacturer narrative:
Updated fields - b4, b5, d5, d9, e1, e2, e3, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Getinge field service technician (fst) during preventive maintenance. There was no patient involvement or adverse event reported. The fst tested and replaced hydr cmpnt pump assy dc knf (0102-00-0001). After the replacement, the average pressure met the specifications. Tested the operation of other components. Found to be functioning normally. On 24-nov-2025 the fst changed additional pump maintenance spare parts and tested overall operation. The machine can work normally.

Event description:
It was reported that during preventative maintenance that cs100 intra-aortic balloon pump (iabp) had pressure related malfunction.there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (event site address), g3, g6, h2, h11. Corrected fields: d10, e1 (initial reporter, event site email), h6 (investigation findings). Due to character limitation in block e1: initial reporter: (B)(6). Event site address: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had pressure related malfunction. There was no harm or injury reported.